Manufacturer narrative:
Literature citation: vcelak et. Al. Surgical treatment of lumbar spondylodiscitis: a comparison of two methods. International orthopaedics (sicot) (2014) 38:1425-1434. Patients info: 20 male, 11 female, mean age 60.5 years. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2014 clinical study, vcelak, et al. Titled "surgical treatment of lumbar spondylodiscitis: a comparison of two methods" group a consisting of 23 patients was treated only by a dorsal transmuscular approach and group b consisting of eight patients was treated by two-stage posteroanterior surgery. The authors reported a pulmonary embolism developed in one patient on the fourth day after the surgery, and full recovery was achieved by conservative therapy.